Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared as per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal was prepared and used according to the IFU. There were no issues depressing the cowling/guard, and the indicator wire cowling locked against the handle assembly with an audible click. There was no visual damage to the indicator wire prior to use. The indicator window was facing up during retraction but did not change at all. During withdrawal of the device and non-cordis sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed and no damage was noted to the indicator wire loop upon device removal. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including confirmation of the 30¿45 degree insertion angle. The vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site. Mild vessel tortuosity was observed, but there was no stent, no stenosis >50%, and no prior closure or manual compression within thirty days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. During the inspection, the plug was found to be swollen. During functional analysis, an attempt was made to lock the guard and simulate deployment of the indicator wire. The guard locked successfully with an audible click; however, the indicator wire could not be deployed. This prevented completion of the deployment simulation and evaluation of the indicator loop. The most likely cause of this failure was an obstruction within the lumen of the indicator wire port, presumed to be caused by the swollen plug. This obstruction was observed both before and after the guard was locked. To further assess the obstruction, the plug was manually removed. Following removal, residual plug material and traces of dry blood were identified in and around the lumen of the indicator wire port. Although the lumen was not completely obstructed, it is important to note that the indicator wire lumen is positioned within the delivery shaft lumen, which contained the swollen plug. The swollen plug acted as an internal barrier, altering the wire¿s trajectory and creating opposing resistance. Instead of exiting through its intended pathway, the indicator wire was displaced in the opposite direction, resulting in a kinked/bent condition that prevented proper deployment. A high-magnification inspection was conducted to evaluate the distal end of the delivery shaft¿including the plug, indicator wire port, and internal mechanism¿both before and after the guard was locked. No abnormalities were observed in the internal mechanism prior to guard engagement. However, following guard engagement, a kink/bent condition was identified in the indicator wire. This kinked/bent condition was attributed to the obstruction within the port lumen caused by the swollen plug. Microscopic examination before manual removal confirmed the obstruction of the lumen, while examination after removal revealed residual plug material and traces of dry blood surrounding the lumen of the indicator wire port. The reported event of ¿indicator wire-damaged loop¿ was not observed through analysis of the returned device since it was received with the indicator wire cowling not depressed and the indicator wire not deployed. However, an additional condition was noted with the returned device of ¿indicator wire-deployment difficulty-unable¿ since the wire could not be deployed during functional analysis. The exact cause of the issue experienced by the user could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the indicator wire not engaging with the vessel during retraction since the received device does not match the description provided. It was reported that the indicator wire cowling was locked against the handle with no issue and that there was no damage noted to the indicator wire loop when it was removed from the patient. However, the indicator wire was not deployed with the device received, which is expected given that the indicator wire cowling had not been depressed. As there were no issues noted during depression/locking of the cowling during functional analysis, it is unknown what issue the customer may have been experiencing. If this device was used during the reported event, the cause of the issue experienced would be user error, as depressing the indicator wire cowling is required to deploy the indicator wire, allowing it to engage with the vessel during retraction. Additionally, during functional analysis of the returned device, it was noted that the indicator wire could not be deployed when the cowling was depressed into the handle. Upon further inspection, it was found that the swollen plug was obstructing the indicator wire port, which in turn resulted in a kinked condition of the component within the handle of the device when wire deployment was initiated. However, as it is unlikely that the condition of the dried/swollen plug would have been experienced during use in the procedure, it is unlikely that the customer would have experienced this indicator wire deployment issue. As warned in the IFU, which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU also cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared as per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The exoseal was prepared and used according to the instructions for use (IFU). There were no issues depressing the cowling/guard, and the indicator wire cowling locked against the handle assembly with an audible click. There was no visual damage to the indicator wire prior to use. The indicator window was facing up during retraction but did not change at all. During withdrawal of the device and non-cordis sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed and no damage was noted to the indicator wire loop upon device removal. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including confirmation of the 30¿45 degree insertion angle. The vessel diameter was verified to be =5 mm. There was no visible calcium or plaque at the puncture site. Mild vessel tortuosity was observed, but there was no stent, no stenosis >50%, and no prior closure or manual compression within thirty days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician was certified in the use of the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.